Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular oversensing on stored electrocardiograms. The episodes were attributed to over-sensed noise exhibited by the right ventricular lead. The physician elected to continue to monitor, and no interventions were reported. The patient was in stable condition.